Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported by the caller that they were working with clinician app and it noted "open circuit #1" and then said "open circuits except for like 4" and something to the effect of "there was 1 open circuit and recommended revision". Caller also stated that beside the open circuit "it was working". Caller went on to say that app stated there were open circuits on all except for c+0, c+1, c+2, 2+3". Caller read from patient's notes that on program 1, l3 p1, patient sensed stimulation in vagina. Tss agent reviewed with caller to focus on reprogramming and patient's therapy and if reprogramming isn't successful, then a revision may be needed as open circuits don't tend to resolve themselves and in order to provide working contacts, this may require a new lead. No symptoms were reported. No further complications were reported or anticipated.